Manufacturer narrative:
The device was not returned for evaluation as it was discarded at the site. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Note: per the solitaire fr IFU (instructions for use): do not use each solitaire fr revascularization device for more than two flow restoration recoveries. Do not perform more than three recovery attempts in the same vessel using solitaire fr revascularization device. (B)(4).

Event description:
(B)(6)/ medtronic received information through clinical trial data review that during an acute stroke procedure, vasospasm was observed within the right extracranial internal carotid artery where the solitaire was used. Nicardipine hydrochloride 1mg was administrated and the symptom improved. Solitaire fr 6x30 was reported to have been used in the same vessel three times which achieved tici 2b, aol 2. No other complications were reported.